Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 23x1 rb contained foreign matter. Verbatim: an x location clinical staff member found discolored needles when opening a new package. Opened a few additional needles of the same lot number and expiration to see if they are also like this. When they did this, they found a few others that looked like this in the same box. They have a partial box which had the dirty/discolored needles and one unopened box of the same lot number and expiration.